Manufacturer narrative:
This report is being amended to reflect changes in sections. No device was returned for review. A photograph was provided along with the surgical planning report. No evaluation is possible using the photograph provided since photograph is unclear. Device history records cannot be reviewed since the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No applicable patient history is available for review. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's acetabular component cracked.